Event description:
Device report from the (B)(4) reported that during surgery, the drill bit shattered as soon as it hit the cortex and the k-wire snapped, extending the operation by 40 minutes. Part of the broken k-wire was left in the patient. This report is on the drill bit. This is report 2 of 2 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). The device was returned for investigation and the tip of the drill bit was broken. The fracture face of the drill bit was homogenous, indicating material conformity. The edge of the bore at the tip of the drill bit had a burr bent outward, and the k-wire had deep denting above the front end. This indicated that excessive contact between the drill bit and k-wire caused the breakage. No product fault could be detected. The measurable dimensions were found to be in compliance with the technical drawings and specifications. Examination of the manufacturing papers showed no deviations regarding material analysis, strength, and structural stability. The values were in compliance with specifications and international standards. Placeholder.

Manufacturer narrative:
Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Corrected data: original awareness date is (B)(6) 2011.